Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the recharge antenna failed with an intermittent poor recharge quality message. The recharge antenna failed the antenna test temp. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were thinking their controller (ptm) battery was starting to fail because it wouldn't hold a charge. Pt provided current battery levels as ptm 70%; ins 90% and said that the ptm doesn't give the ins a good charge either because it fails after a very short time. Pt commented that it would say check the battery and when they did it was dead (pss was unable to understand if the pt was describing alert messages on the controller screen). Pt also said the ins would only recharge 30% at a time because charging would cause the ptm battery to drain. Pt also mentioned the ptm screen sticking and having to reset the ptmto get it to function again. Had the pt start a recharging session. Pt commented they recharge their ins every other day and they keep their therapy on about 20 hours a day. When pt positioned paddle over implant ptm screen immediately cycled to trying to recharge [50]. Pt read the middle number back as 76 but said when he would remove his hand the number fell. Pt said they used to never have a problem. Pt said the recharging paddle has gotten extremely hot the past two times when recharging the ins. The issue was not resolved. An email was sent to the repair department to replace the rtm. No symptoms were reported.